Manufacturer narrative:
Eval: method - (other): lens work order search. Results - (other):visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon inserted an aq1016v silicone three piece lens and one haptic tore. There was pt contact but no injury. The reporter stated the lens may have been defective.